Manufacturer narrative:
Complaint investigation concludes the event is unlikely related to the fmc device. Device was not returned to manufacturer for evaluation. A device history record was extracted and device met requirements. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.

Event description:
It was reported by a patient's spouse/user of the fmc peritoneal dialysis (pd) liberty cycler that they called tech support and was able to complete the set up after experiencing system alarms. Patient's wife was uncomfortable connecting the patient due to inexperience with the cycler and pd. Wife called patient's nephrologist who advised patient to go to the emergency room for evaluation. Patient was admitted for hyperglycemia and inability to perform dialysis.